Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: catalogue # enlw1613c95ee, serial # unknown, use by date: unknown, upn: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. It was reported the patient presented emergently approximately 6 years 10 months post implant with a recurrent endoleak and degeneration of the distal aorta. The cause of the event is unknown. An endovascular intervention was carried out approximately 2 months later and the event was resolved.